Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 5020842 - 02-010-01-0250 - lgc femoral ps cem left sz 5, 6352885 - 02-012-43-5050 - lgc tibia rbktray cem sz 5f/ 5t, and 6547588 - 200-02-41 - three peg patella 41mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 76 yo male patient, initial left knee implanted on (B)(6) 2020, underwent a revision procedure on (B)(6) 2024, approximately 3 years 5 months post the initial procedure due to infection. The surgeon took the entire construct out. The patient was last known to be in stable condition following the event. No x-rays were available. No device returns were available as they were discarded. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined that the event involved a device that is not marketed in the united states, nor has a similar marketed device in the united states. As a result, this complaint event is no longer considered reportable to the FDA and this report may be disregarded.